Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of filter broke during chemo could not be verified due to the product not being returned for failure investigation. Device history record review for model 20350e lot number 23059076 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing extension set was damaged the following information was received by the initial reporter with the verbatim: filter broke during a chemotherapy administration and exposed nurse to hazardous substance. Brand name: bd smart site low sorbing extension set.